Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer found auxiliary half height 7-2, the reported issue of pockets not being on bus or accessible in diagnostics was confirmed. Inspection revealed a partially seated ribbon connector on the drawer controller, which was corrected along with minor hardware adjustments. After returning to the front of the drawer, full pocket control was restored. Pockets were released, roll boards inspected and found free of debris, and ribbon cable connectors for rows a-e were verified as fully seated. For auxiliary hh 5-1, the issue was limited to pocket b4. The pocket was released and inspected with no debris found. Ribbon and cable connections were checked and confirmed fully seated, and hardware inside the back cover was tightened and adjusted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers were not detected on the bus, and this issue had been occurring more frequently. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.